Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that when the patient went in for their post-op check up they found that the therapy was off. Patient said they turned the therapy on and started feeling it again. Patient also mentioned that a week or so after they had thyroid removed they were given oxycodone and they couldn't go to the bathroom so they didn't have any problem at all. Patient mentioned that the belt was big at first so they finally sent them a belt by size that was better because the velcro wouldn't even touch on the first one. The patient was redirected to their healthcare provider to further address the issue.